Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the infusion set had a bent cannula. Customer's blood glucose level was over 500 mg/dl. The customer treated her blood glucose level with the bolus wizard on the insulin pump. She declined troubleshooting. The device was not returned.